Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thoracoscopic lung resection, when detaching the lung tissue, after the firing, the device jammed and failed to open upon contact with the lung tissue. The assistant then forcibly disassembled the reload, causing damage and deformation to exterior of the reload. It was noted that the staple could not be unloaded from the handle. The issue was subsequently resolved by replacing the handle and the reload with new ones. There was no patient injury.